Event description:
A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient tested positive for peritonitis. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with a pd catheter (not a (B)(6) product) occlusion due to fibrin. It was explained that the patient was not diagnosed with peritonitis. The pdrn received information from the patient¿s physician that the patient had more than likely experienced peritonitis based on her catheter complications. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with no growth after 5 days and a wbc count within normal limits (exact count unknown). The patient was ruled out for peritonitis following culture results on (B)(6) 2025. The patient was not hospitalized for this event and prescribed prophylactic antibiotics to include intraperitoneal (ip) vancomycin at 1500 mg twice a week and ip ceftazidime at 2000 mg daily. The patient¿s fibrin occlusion of her pd catheter was able to be flushed and cleared in the outpatient clinic. It was reported that the patient¿s pd catheter complication was not due to a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler as before this event. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).